Manufacturer narrative:
The insulin pump had an intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping/scrolling noted. The insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that when customer attempted to bolus, numbers began scrolling on display screen on their own. Customer's blood glucose was 10.1 mmol/l. Insulin pump will be replaced.